Event description:
Diarrhea and site pain reported. Pt had difficulty inserting last site. Pt reports pump low volume alarm going off much sooner than expected. Serial number: (B)(4) and has a working back up pump. Advised pt that pharmacy would send out replacement. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Strength: 5mg/ml; dose or amount: 30.5 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.